Manufacturer narrative:
Device passed displacement test. Pump error 63 was present in the device trace download and pump error 63 alarmed during selftest due to broken trace at pin 6 on keypad assembly. Unable to verify audio of alarm due to pump error 63. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test bg value was displayed on the sensor glucose graph screen. No change sensor alerts or calibration not accepted alerts noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly; the device was not beeping. They did not hear beeps after changing the audio volumes between 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 228 mg/dl. The device will be returned for analysis.